Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance measurement on (B)(6) 2013. The programmer data revealed an alert for right ventricular pacing lead impedance measurement of 1121 ohms on (B)(6) 2013. There was also one patient alert for lead failure predictor on (B)(6) 2013. There were 15 ventricular nonsustained tachycardia episodes with a cycle length of less than or equal to 180ms on (B)(6) 2013. The ventricular short interval count was 47 counts in 0.29 days on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead impedance measurement was high and episodes of oversensing with noise were observed. A lead fracture was suspected. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.